Event description:
I have had pelvic pain, heavy periods, fibroids, memory loss, dizziness, headaches, hair loss, urinary tract infections, bladder infections, weight gain, depression, anxiety attacks, suicidal thoughts, mood swings, loss of libido, joint pain, back pain, metallic taste in mouth, swollen and painful glands.